Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pacemaker replacement, this right atrial (ra) lead coating was found to be damaged when pacemaker was removed outside the body and confirmed that the lead was exposed. Since it was difficult to use it continuously, the lead was surgically abandoned. Since the vein in the ipsilateral side was occluded, a new system was implanted from the opposite side, and the procedure was completed. No additional adverse patient effects were reported.

Event description:
It was reported that during pacemaker replacement, this right atrial (ra) lead coating was found to be damaged when pacemaker was removed outside the body and confirmed that the lead was exposed. Since it was difficult to use it continuously, the lead was surgically abandoned. Since the vein in the ipsilateral side was occluded, a new system was implanted from the opposite side, and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.